Event description:
It was reported that approximately two weeks post-implantation, the patient underwent a hip revision due to a periprosthetic fracture. The patient also dislocated their hip as a result of the fracture. The bearing and head dislocated. There was internal fixation of the femur. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 ¿ 11-300822, arcos 22x150mm spl tpr dist, lot 66549286, 11-301343, arcos con sz c std 80mm, lot 65763357, 110031011, 28mm i.d. 42mm o.d. Size e bearing, lot 66842409. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed by a radiologist. Review of the available records identified the following: there is a left hip arthroplasty with a superolateral dislocation. No fracture is identified. Based on the medical image report, the complaint of dislocation is confirmed. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.